Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory. An investigation was conducted on 10/15/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip. The silicone insulation on the both the hot and cold jaws was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported. The analyzed failure "material twisted/bent" were confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoviewhempro was defective. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hempro was defective. A replacement device was used to complete the procedure. No patient involvement.